Event description:
Reportable based on analysis completed on (B)(6), 2012. It was reported that during a percutaneous coronary intervention procedure, a no cross occurred. The target lesion was located in a calcified and moderately tortuous distal left circumflex artery. Strong resistance was encountered when the physician advanced a promus element, mr 3.50x28mm stent delivery system proximal at the target lesion. The promus element, mr 3.50x28mm stent delivery system was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However returned analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned and slightly raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device was visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the balloon and the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).